Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, episodes of non-sustained vt and svt were stored and shown in episode diagnostics. There were no egms for non-sustained vt in episode directory. Session record was sent to sjm for further review and diagnostics were cleared. A normal device interrogation was performed and the patient will be monitored with routine follow-up.